Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited oversensing noise and inappropriate auto mode switching. The lead was explanted and replaced. The patient¿s condition post procedure was stable.

Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion were 6.4 to 7.2cm and 10.3 to 10.6 cm from the connector pin consistent with friction to the device can.